Event description:
The pt reported that the power pack in his infusion device died unexpectedly. He stated that he looked at the time on the infusion device and the device was working correctly. About 30 mins later, he attempted to administer a lunch bolus when he noticed that the display screen was blank and the device was making a "purring" noise. The pt attempted to remove and reinsert the same power pack, but the device was not operational. The pt stated that he replaced the power pack with a new one and the device worked correctly. The pt reported that his blood glucose values were not affected. No medical treatment is required. No product is being returned.

Manufacturer narrative:
Product not returned for eval.